Event description:
It was reported that during a tka surgery the anspach drill threw an e6 error during a case. Ran drill test with the drill in question and the console only showed 30,000 rpm, before throwing an e6 error. Ran drill test using another drill with no issues. The procedure was cancelled. No patient harm. Investigation results showed that there was actually an overheating event.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the anspach console showed an e6 error during a case. The e6 error represents overheating. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was done. The speed did not exceed 72000 rpm, made an abnormal sound, became too hot to touch after less than a minute, and then showed an e6 error. This is indicative of a broken motor drive shaft. The e6 error is a temperature indicator and represents overheating. The drill is a supplied item and was sent to the OEM for maintenance. The malfunction is most probably due to supplier / raw material fault.